Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising and high thresholds were noted on the right atrial (ra) and right ventricular (rv) leads. The leads were capped and replaced on the right hand side during a routine changeout procedure. No patient complications have been reported as a result of this event.